Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available.

Event description:
It was reported by the surgeon, that during tightening the locking screw no resistance was detected. The screw was pulled through the plate and splinting was no longer possible. The screw was left in this position. An additional lag screw was used on the plate.